Event description:
During shunt preparation, the surgeon noticed air pressure leakage from the internal carotid balloon (white) to the safety balloon (yellow). Upon inspection, saline leakage was also observed around the safety balloon (yellow). The surgeon confirmed that the recommended inflation volume of 0.25 ml was strictly followed. The device was not used on the patient, and no patient injury was reported.

Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It could not be determined whether the issue was related to the manufacturing process or occurred due to handling during pretesting. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.